Manufacturer narrative:
If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). (B)(4). Device evaluation: the intraocular lens remains implanted; therefore, not available for investigation. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. There was no associated deviation or non-conformity report found in the manufacturing review related to the complaint. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed no additional complaints were received for this production order number. Sterilization records: sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient was implanted with an intraocular lens, (B)(6) 2016. Keratouveitis (corneal inflammation) was observed on (B)(6) 2016 though she had no problem on (B)(6) 2016. Doctor is taking a wait-and-see approach with prescribed steroids, type not provided. No further information was provided.